Event description:
Same case as: 2134265-2011-06097, 2134265-2011-06098, 2134265-2011-06099, 2134265-2011-06093, 2134265-2011-06094, 2134265-2011-06100. It was reported that post a stenting treatment procedure, a vessel dissection occurred. The patient presented with angina and chest pain with an abnormal stress test. Angiography was performed without complication. No occlusive coronary artery disease was identified. The proposed treatment was medical management and control of risk factors. Approximately thirty minutes post the angiography procedure, the patient began experiencing chest pain in recovery. An EKG revealed st elevation and right bundle branch block new and anterior 4 mm st elevation. Heparin was given. The patient was brought back to the cath lab. Access was obtained via the left femoral artery. The left anterior descending (lad) artery revealed spasm with 99% narrowing in the distal portion. The circumflex (cx) was also in spasm with normal flow. A cls 3.5 guide catheter was advanced to the left main (lm) and a forte guide wire was placed. The lad was predilated using a 2.25x20mm apex balloon, inflated 5 times to 6.1-9 atms for 18-38 seconds. Nitroglycerin was started with some improvement in flow and lumen narrowing. However, there continued to be st elevation with 99% narrowing in the mid to distal lad. A 2.5x20 express2 stent was implanted, inflated 4 times to 3.3-10 atms for 10-24 seconds. Angiography performed post stent deployment. Verapamil was given with some temporary improvement. A 2.5x24mm express2 stent was implanted proximal to the 2.5x20mm stent, inflated to 10 atms for 10 seconds. Angiography performed post stent deployment. Plavix was given. Timi 3 flow with 0% narrowing in the stented area and 30-40% narrowing in the proximal portion was achieved. Procedure was completed without complication. Approximately three hours post the stenting procedure, the patient began to have EKG changes with st elevation involving the inferior wall. The patient was given adenocard for 15 minutes when he became bradycardic and somewhat hypotensive. Adenocard was discontinued and his chest pain improved, but he continued to have 4-5 mm st elevation in the inferior leads with reciprocal st depression. The patient was brought back to the cath lab. Access was obtained via the left femoral artery. Angiography revealed a spontaneous dissection of the proximal to distal portion of right coronary artery (rca) with timi flow 2; lad had timi flow 3 with filling defects in the stented area. The spontaneous dissection was a result of the patient's ehlers-danlos syndrome. It was suspected that the filling issue was caused by thrombus. The physician attempted to place a 6fr runway guide catheter, but was unable to access the vessel; another 6fr guide catheter was placed in the ostium of the rca. The physician attempted to place a forte guide wire, but it could not be advanced past the dissected area; another forte guide wire was able to be placed. A 2.75x30apex balloon was placed and inflated 3 times to 6.5-7.8 atms for 22-38 seconds. A 3.0x28mm veriflex stent was implanted, inflated twice to 5.2-12.9 atms for 20-23 seconds. A 3.5x24mm veriflex stent was implanted, inflated twice to 12.3 atms for 17-28 seconds. A 3.0x20mm veriflex stent was implanted, inflated twice to 11.7-13.2 atms for 17-22 seconds. A 4.0x16mm veriflex stent was implanted, inflated to 13.2 atms for 16 seconds. Angiography was performed after each stent placement. The posterolateral branch appears to be closed off, but brisk timi 3 flow with 0% dissection was achieved. During the procedure, the patient developed bradycardia and hypotension which was treated with a low dose of dopamine. Medications given included: nitroglycerin, heparin, and integrilin. The following day, the patient began experiencing angina symptoms, st elevation in the inferior leads, and ventricular fibrillation. A code was called and the patient was emergently brought to the cath lab. Access was obtained via the left femoral artery. During angiography, a dissection of the ascending aorta and right cusp occurred while positioning an impulse diagnostic catheter in the totally occluded rca. The occlusion was believed to be thrombus. The patient began to experience sinus tachycardia with st elevation. The physician placed, with difficulty until the mid-portion, a 2.5x12 and a 2.5x15 apex balloon and removed without inflations made. There was diminished flow in the rca. The patient was taken for coronary artery bypass graft (CABG) surgery. Medications given included: amiodarone, nitroglycerin, and heparin. The patient expired the following day. Details have not been made available.